Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy, it got stuck in the delivery tube. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The seal was extended outside the tube and the tension spring assembly was inside the tube. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. To further investigate; the seal was deployed per the IFU by placing a finger on the seal and slowly pulling the delivery device back. The seal was pulled out of the delivery tube with no issues observed. Based upon these findings, the reported complaint "seal would not deploy" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).